Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was returned for analysis in used condition. Visual inspection showed no external damage. Review of the event history log showed occurrences of cassette not attached properly alarm. Functional testing could not repeat customer stated problem during testing. The investigation determined that no faults were found. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced as a preventative measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached alarm. No patient injury reported.